Event description:
It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, that when this 840 ventilator was in use on a patient with severe pneumonia, "a non-ventilation failure" occurred that caused hypoxia to the patient, decreased blood oxygen saturation, and cerebral ischemia and hypoxia. The patient was immediately placed on an alternate ventilator, the oxygen concentration was adjusted to 100%, and collected arterial blood for blood gas analysis. Afterward, the patients' hypoxia condition improved, and the blood oxygen saturation rose to normal.

Manufacturer narrative:
Section a patient information and section b7 relevant history cannot be provided due to china's personal information protection law. Section d serial number and section e initial reporter was not provided after good faith effort attempts. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic conducted an investigation based upon all information received. It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, that when this 840 ventilator was in use on a patient with severe pneumonia, "a non-ventilation failure" occurred that caused hypoxia to the patient, decreased blood oxygen saturation, and cerebral ischemia and hypoxia. There was no additional information received after good faith effort attempts. No product was returned to medtronic. Failure confirmation, root cause, or relationship to the event could not be determined since no product was returned for evaluation or made available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.